Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified total delamination of the plug strap disk shell, total delamination of the valve, brown particles in the shell, and creases fold. Leak test and microscopic analysis were performed, which identified total delamination of the valve and plug strap disk shell. Based on the device analysis the final assessment was a total delamination of the valve and plug strap disk shell (adhesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.